Event description:
Caller reported experiencing a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer performed a pump reset before contacting technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.